Event description:
N/a.

Manufacturer narrative:
The licox brain oxygen monitoring probe (ref (B)(4)) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure was observed. Per hospital information and our medical assessment, the patient¿s death was related to disease progression and cerebral lesions; the product and product performance issue was not seen to be associated with the demise of the patient. Additionally, the device was discarded at the hospital, the complaint is unverifiable, and its exact root cause could not be determined. Based on the available information, per risk file, it is possible that the probe was damaged during insertion, since bleeding at insertion point was noted. Instructions for use state hemorrhage is a known complication in such procedure, and potential causes may be blood coagulation issue, probe placement too near sagittal line, vessel puncture.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that licox brain oxygen monitoring probe (ref (B)(4)) was placed in a brain trauma patient with cranial traumatism and high blood pressure, and did not function; the probe read zero. The scanner showed that the device was not in the hematoma area. There was bleeding at the introduction point of the probe (pic and ptio2). No other probe was inserted as the patient had high intracranial pressure which persisted. The patient died because of cerebral lesions unrelated to the device malfunction, per hospital initial notification and further confirmation.